Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were just starting therapy. The arctic sun device primed to water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads, and disconnect. Had nurse straighten all tubing to make sure there are no kinks, informed nurse to reconnect the pads holding only the blue tubing and not the clear plastic clamp and verify audible clicks. Nurse confirmed fluid delivery line (fdl) was connected on back of device. Nurse resumed therapy, after a minute water flow rate (wfr) was 0 l/min. Had nurse stop and disconnect pads. Walked nurse through placing in manual control. Without the pads, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -8.7psi, circulation pump command (cpc) was 75 percentage, system hours 3,551, and pump hours 3,134. Had nurse connect right chest pad only, water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -8.5psi, circulation pump command (cpc) was 98 percentage. Nurse stated that they have another machine they could try these pads on first. Confirmed nurse connect pads to new machine, if they were still having low flow issues, it might be the pads. Offered to stay on the line while nurse swaps it over. Nurse would call back if they had issues when swapped to the second device. Encouraged nurse to call back. Unable to get s/n, nurse was out of room to get second arctic sun machine.

Event description:
It was reported that the nurse stated that they were just starting therapy. The arctic sun device primed to water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads, and disconnect. Had nurse straighten all tubing to make sure there are no kinks, informed nurse to reconnect the pads holding only the blue tubing and not the clear plastic clamp and verify audible clicks. Nurse confirmed fluid delivery line (fdl) was connected on back of device. Nurse resumed therapy, after a minute water flow rate (wfr) was 0 l/min. Had nurse stop and disconnect pads. Walked nurse through placing in manual control. Without the pads, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -8.7psi, circulation pump command (cpc) was 75 percentage, system hours 3,551, and pump hours 3,134. Had nurse connect right chest pad only, water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -8.5psi, circulation pump command (cpc) was 98 percentage. Nurse stated that they have another machine they could try these pads on first. Confirmed nurse connect pads to new machine, if they were still having low flow issues, it might be the pads. Offered to stay on the line while nurse swaps it over. Nurse would call back if they had issues when swapped to the second device. Encouraged nurse to call back. Unable to get s/n, nurse was out of room to get second arctic sun machine.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.